Manufacturer narrative:
The device was returned for analysis. The reported break was able to be confirmed. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device. Production records and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the heavily calcified, mildly tortuous, 85% stenosed anatomy resulted in the preventing the shaft lumens from moving freely resulting in the reported activation failure. Manipulation of the compromised device in attempt to deploy the stent resulted in a build-up of tension in the distal sheath ultimately resulting in the reported sheath break/fracture and noted sheath material separation. Further manipulation of the compromised device during removal resulted in the noted kinked inner member. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9, h3: correction updated device returning from yes to no h6: component code 4755 was removed . H6: type of investigation code 4114 was removed. H11: additional mfg narrative additional manufacturer narrative: revised.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous iliac artery that is 85% stenosed. The artery was ballooned with an unspecified balloon and a 10x80mm absolute pro self-expanding stent was attempted to be deployed; however, the outer sheath of the stent fractured and the stent partially deployed. The device was removed and another stent was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production records and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the heavily calcified, mildly tortuous, 85% stenosed anatomy resulted in the preventing the shaft lumens from moving freely resulting in the reported activation failure. Manipulation of the compromised device in attempt to deploy the stent resulted in a build-up of tension in the distal sheath ultimately resulting in the reported sheath break/fracture. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: corrected device available for evaluation from yes to no.